Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Service report (B)(4) 2015 states: previous splice performed (B)(4) 2014. X-ray confirmed recessed pins inside the splice tube. Patient was "re-spliced" for a 3rd time. Heparin bolus was given. Verification of the repair action is stated to be "yes", the action solved the problem. The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when the investigation has been completed.

Event description:
It was reported about a dt study patient: "pt states he fell on ice, possibly on top of his previously splice repair site. He then presented with multiple electrical fault and vad disconnect alarms." Engineer arrived to complete third time splice repair. Prophylactic heparin administered secondary to sub therapeutic inr. Pt tolerated procedure well with no reported issues to date.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed electrical fault and high watt alarms on the reported event date. X-rays of the driveline demonstrated recessed pins within the previous splice repair. A splice repair was performed which resolved the issue. Heartware investigated this issue under a CAPA which found an inadequate design specification for driveline pull load. The current driveline pull load specification does not take into account the loss of electrical continuity once a tensile load is applied and there isn't an adequate safety factor built in for other forces (i.e. Accidental pull of the driveline) as seen in the field. The most likely root cause of the recessed pins is the patient falling on ice. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.